Manufacturer narrative:
(B)(4).

Event description:
It was reported that error code 574 was seen on the patient programmer right after the patient was seen for x-rays. This error code indicated that no programs and sets were saved by the clinician programmer and implant bit was set. Additional information was requested, but was not available at the time of report. If additional information is received, a supplemental report will be filed.

Event description:
Additional information stated the patient¿s physician was ¿not aware of (the) event.¿ regarding the existence of any abnormal impedance readings, it was reported there was ¿no abnormality with tests and programming.¿ it was noted the patient had ¿stimulation in place and functioning.¿ it was reported that as of 2013-(B)(4), there was ¿no abnormality.¿

Manufacturer narrative:
(B)(4).